Event description:
It was reported that the customer was involved in a car accident while driving. The customer was taken at the medical center and her blood glucose was 21mg/dl. The caller mentioned that she blacked out. The blood glucose reading at time of call was 303mg/dl. Troubleshooting was performed, and the customer had cracks on the up arrow and the left hand side of the screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Several boluses were programmed during bolus wizard, and no bolus wizard anomaly noted. The device had cracked case near the display window corners, cracked reservoir tube lip, and missing end cap sticker.